Manufacturer narrative:
Evaluation summary: a device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical, and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One used catheter from the reported lot number was received for analysis and investigation. Visual inspection of the catheter showed signs of use and during the evaluation, a leak was observed due to an irregular cut on the tube of the catheter. In magnified visual inspection, a hole was identified near of the strain relief. The event reported was confirmed. The instructions for use (IFU) warn to not use a sharp clamp or instrument to handle the catheter since even a minor cut could tear or break the catheter and not to stretch the catheter. Too much tension could tear the catheter. The IFU states not to use alcohol or acetone-based skin preparations, adhesive enhancers, or solutions directly on the catheter. All personnel performing this manufacturing operation are trained on the leak testing procedure. As part of the manufacturing process 100% inspection is performed using the leak test equipment. It was confirmed by the maintenance department that the machinery had its preventive maintenance up to date and there were no identified corrective interventions that could affect equipment performance. It can be concluded that the product was manufactured according to specifications. The product is leak tested before leaving the manufacturing plant and passed the testing. The product was in use in the patient for several days before the leak was noticed. Based on the available information, the most probable root cause can be considered as damage caused during use. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Section b5 was updated with the additional details received from the initial reporter.

Event description:
The customer reported that leaking was observed from the catheter just below the purple hub. PICC insitu in patient and was removed once leaking noted. Additional information received on 20-oct-2020 states that chlorhexidine swab sticks were used to clean the area prior to insertion. The area was completely dry before insertion. The device was secured using a PICC stat lock, steristrips and occlusive tegaderm dressing and to their knowledge it was not difficult to secure. The device was inserted on (B)(6) 2020 in the left saphenous vein for continuous total parenteral nutrition fluid infusion. They used d10w bag infusion to flush through PICC. The PICC was removed on (B)(6) 2020 and was not replaced. Peripheral intravenous line was inserted for fentanyl infusion, which was discontinue the next day. No blood loss was noted. The patient was transferred to pediatrics (B)(6) 2020 and discharged home (B)(6) 2020

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that leaking was observed from the catheter just below the purple hub. PICC insitu in patient and was removed once leaking noted. No patient injury.